Event description:
During an emergency support program call, the customer reported a gas loss alarm on the cardiosave intra-aortic balloon pump (iabp) that recurred briefly before resolving after use of the iab fill function. Assessment confirmed no blood or discoloration in the helium tubing. Education was provided on proper gas loss alarm troubleshooting and potential clinical causes. No harm was reported.

Manufacturer narrative:
(B)(6). Gas loss in iab circuit: a gas loss in the iab circuit occurs when the pump detects a helium loss due to a leak or a high rate of diffusion in the iab circuit. When the cumulative shuttle gas loss exceeds a nominal value of 5 cubic centimeters per hour, a gas loss alarm is triggered. The alarm is activated only when the iab inflation period is greater than or equal to 80 milliseconds and the deflation period is greater than or equal to 250 milliseconds. Gas loss cause: 1. Pump system malfunction. Response: system vents and iab deflates; alarms occur in all modes. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Contraindications: severe aortic insufficiency, aneurysm, advanced calcific disease, obesity/groin scarring (avoid sheath less insertion). Risk and labeling: failure mode (not pressing fill key) documented in ufmea; IFU provides corrective steps. Current status: no device malfunction; no CAPA/escalation needed; risk within profile.